Event description:
It was reported that the patient experienced "No Readings", "Sensor Error" or "Brief Sensor Issue". The sensor was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, the patient experienced hypoglycemia due to the malfunction and was hospitalized for 2 days. The dates provided are an estimate. At the time of the report the patient was fine. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Diabetes Mellitus is a known cause of hypoglycemia.